Manufacturer narrative:
A device history record review confirmed that the device met all material, assembly and performance specifications. Inspection of the returned device noted slight bends at 49cm and 105cm from the proximal end. These were most likely caused by handling of the device during preparation. Examination under magnification revealed that the ptfe coating had been slightly peeled up from the stainless steel core wire 23cm from the proximal end. The torque device brass collett markings appeared to be on the guidewire. From the condition of the guidewire it appeared that the torque device had been dragged at the section where the coating was missing due to insufficient tightening of the torque device. There was slight resistance encountered advancing the device through a demonstration catheter due to the bends noted on the device. No other anomalies were found. The directions for use specially warns that insufficient tightening of the torque device can lead to ptfe coating peeling. Therefore, this is considered to be use/user error.

Event description:
Analysis of the returned device found that the polytetrafluoroethylene (ptfe) coating was peeling from the proximal section of the device. There was no clinical consequence to the patient.